Event description:
It was reported that the rv lead and the device were explanted due to an inappropriate shock caused by noise during the episode. No further patient complications were reported as a result of this event.